Event description:
Reporter called and stated that he was getting low blood glucose results of 25,35 and 98 mg/dl. He said that he had been getting these varied readings and/or er1 messages ever since he first got his meter. Tests were done within 10 minutes, using separate fingersticks. He did not have any symptoms. On follow-up, reporter states that on low reads and er1, the confirmation dot hadn't changed. He said at times he has difficulty getting a "good" drop of blood. Reporter cleaned his meter for the first time before doing a control solution test that was within range 139 (96-143).

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8